Manufacturer narrative:
The handpiece has been returned to medtronic. However, the results are pending completion of the product analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the handpiece got hot during use. There was no injury reported.

Manufacturer narrative:
Additional information was received indicating that the handpiece got hot, especially when using a straight attachment. The procedure was completed using a replacement handpiece. (B)(4). (B)(6). Date manufacturer received: november 7, 2016. The product analysis indicates that the reported overheating issue could not be confirmed. A pre-repair temperature test was performed at incoming inspection and the results are as follows: after 1-minute, 83 degrees f at the rear and 98 degrees f at the nose; after 20 minutes, 104 degrees f at the rear and 108 degrees f at the nose. The handpiece was noisy and the cable was kinked. The motor/cable assembly, nose bearings, nose cone and additional wear parts were replaced. The device was repaired and successfully tested to specifications. (B)(4).

Event description:
Additional information was received indicating that the handpiece got hot, especially when using a straight attachment. The procedure was completed using a replacement handpiece.

Manufacturer narrative:
Date of event: (B)(6) 2016. Follow-up information received indicates that the handpiece overheated within a few minutes. Date manufacturer received: february 3, 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information received indicates that the handpiece overheated within a few minutes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.